Event description:
It was reported to philips that the unit has an unexpected shutdown an restart. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.